Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-52 implantable pacing lead 2013-(B)(6), 694758 implantable tachy lead 2008-(B)(6). (B)(4).

Event description:
The right atrial (ra) lead lead was returned to the manufacturer after being explanted and not replaced during the revision of an associated product. The ra lead was reported to have no performance issues. It was noted that the patient is part of the (B)(6) study. The ra lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.